Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call to technical services on 1 1/21/2013 states that a yellow alert for out-of-range (oor) low atrial impedance was detected on (B)(6) 2013, however when they tried to confirm the impedance could not find the actual measurement on daily measurement trend graph. The physician was dr. (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).